Manufacturer narrative:
Product complaint # (B)(4). The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. H3 device evaluation summary: complaint sample not received for investigation. Retained sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for knot pull tensile strength test and found to meet the specification. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Knot pull tensile strength test was performed over five retained samples and value at the time of finished good release was found to meets the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section surgery on an unknown date and suture was used. The suture broke when sewing during surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.